Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic damage. Additional information was provided, which indicated an approved cartridge was used with a handpiece and two viscoelastic. The viscoelastics used are qualified for use with this lens/cartridge combination. Not enough information was provided to conduct a review on the cartridge lot. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for investigation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A nurse manager reported an intraocular lens (iol) that had a scratch on the optic noticed by the surgeon after insertion and was removed during the initial procedure. There was patient contact but no report of patient harm. Additional information was received that the lens was cut from the patient's eye and a suture was placed.